Event description:
It was reported the patient had an action device revision due to infection. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Pump: catalog #: 72402105, serial #: (B)(4), expiration date: 03/31/2016, manufacture date: 03/2013. Balloon: catalog #: 72402287, serial #: (B)(4), expiration date: 08/14/2014, manufacture date: 08/2013. Cuff: catalog #: 72401964, serial #: (B)(4), expiration date: 05/20/2015, manufacture date: 06/2011.